Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that the patient had a "medical event" and was in a motor vehicle accident and passed away. The patient's family member stated that "the device went off" and early that week, another family member was called about "problems with the machine". Follow up with the patient's clinic noted that a transmission sent approximately three weeks prior to the patient's death did not indicate any issues with the device or leads. The patient had not been seen after that and no additional information was available.